Event description:
It was reported that fibrillation was experienced during use of an external pulse generator (epg). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.